Event description:
It was reported that the patient's right ventricular (rv) lead exhibited high pacing impedance measurements. The lead was capped and replaced on 7 aug 2024. The patient was in stable condition.